Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and/or lot code required was not provided. Additional investigational inputs in accordance with (B)(4) appendix a were not available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/18/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the femoral component was broken at the taper where it inserted into the sleeve. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address pain. The femoral component and tibial insert were noted to be broken.

Manufacturer narrative:
Patient medical records were provided for review. The records indicate the patient was an obese male. The surgical technique cautions that obesity tends to impose severe loading on the affected extremity thereby placing the patient at higher risk of failure of the knee replacement. It is not known to what extent this contributed to the complaint. With the information provided, it cannot be determined that the complaint is product related. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.